Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error, off no power alert. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. Customer stated that they did not receive a low battery alert prior to the off no power alert. The customer stated that they had second occurrence of off no power without a low battery warning. It was reported that they had failed battery alert and was advised to ensure that battery was securely fastened. Customer reported that they did not receive failed battery test. The customer was advised to monitor the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, idle current measurement test, run current measurement test, self test and off no power test. Device received with normal operating currents. Motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. No unexpected battery power loss, low battery alarm, off no power alarm and failed battery alarm noted during the testing.